Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the float switch was faulty and found to have caused the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer had a water level alarm on powerup. Even though the fluid level is ok. There were no reported adverse events.